Manufacturer narrative:
On 26-feb-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a ngen rf generator, us configuration and the patient experienced 3rd degree burn. The patient had a burn that was not observed directly after the procedure. According to the physician, the patient suffered a 3rd degree burn. The patient was reported to have recovered from the injury. No intervention was provided. The physician stated that healing had already begun by the time the injury was observed. Device evaluation details: remote support confirmed the unit was performing as intended, therefore no failure was found with the system. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2024, bwi received additional information indicating that the ngen generator was not used in the procedure. The complaint device is actually a smartablate generator. This event has been reported under importer report number 2029046-2024-50003. No further event details will be submitted under this manufacturer report number. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a ngen rf generator, us configuration and the patient experienced 3rd degree burn. The patient had a burn that was not observed directly after the procedure. According to the physician, the patient suffered a 3rd degree burn. The patient was reported to have recovered from the injury. No intervention was provided. The physician stated that healing had already begun by the time the injury was observed. The patient's contact area and indifferent electrode were properly prepared. The indifferent electrode was placed on the lower back, just below the patient¿s back patches. The indifferent electrode used for the procedure is called valleylab rem polyhesive adult patient return electrode. The product is made by covidien. The indifferent electrode was positioned on the patient¿s back as close to the patient¿s heart as possible. There were no air pockets between the skin and the indifferent electrode and that the entire surface area of the product was in contact with the patient¿s skin. There was no conductive gel present on the indifferent electrode. According to lab staff, no conductive gel is typically used. The indifferent electrode was not moist upon opening the packaging. The indifferent electrode is at least 124 cm squared. No error codes were listed on the ngen generator during this procedure. The medical team moved the grounding pad typically situated on the lower back and switched it to being on the outer thigh of the patient at the doctor's request and they haven't had any problems since.

Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).